Event description:
The lay user/patient contacted lifescan on september 19, 2006 and alleged that her one touch ultra meter kept giving the apply sample icon on the display. The medical affairs specialist (mas) called and spoke with the patient in 2006 and obtained further information. The patient informed the mas that she is a brittle diabetic and does not feel symptoms prior to going into hypoglycemia. The reported meter is a brand new meter and the patient has attempted to test on it for the first time on septermebr 19, 2006 (between 1-3pm) and tried several times (8-9 times) to test her blood glucose, but kept getting the apply sample icon on the display. That morning, the patient had tested on her other ultra meter with a result of 138 mg/dl and taken her set amount of 20 units of nph and 6 units of humalog insulin. She stated that she does not deviate from the set amount and does not take extra insulin, because her blood glucose "level drops very easily." That afternoon when she was unsuccessful in obtaining a result on the subject meter, she had tried to find her other one touch ultra meter (the one she tested in the morning) to test on, but could not find it. The patient "collapsed and was incoherent" and her son found her and gave her some food. Per the patient, she did not feel any symptoms prior to this and was "way too low." About 1/2 hour after eating, she found the other ultra meter and tested her blood glucose with a result of 53 mg/dl. She ate more food after that test. At the time of troubleshooting, it was verified that this was a new product. The patient's testing technique was reviewed to be correct and the test strip was drawing the sample into the test area. The patient was asked to test with a new vial of test strips, but the issue persisted and was not resolved. This complaint is reported because the meter failed to provide a result and the patient later passed out and was found to be hypoglycemic. The meter issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.